Manufacturer narrative:
The hill-rom technician found the power control module needed to be replaced. The technician replaced the power control module to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located at the hill-rom service center. There was no pt/user injury reported. (B)(4).